Event description:
Legal counsel for the patient reported that the patient underwent a hip arthroplasty on unknown date due to alleged personal injury. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product code - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-01946). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.